Manufacturer narrative:
Findings: pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify alarm due to blank display. Pump had minor scratched display window. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm and a blank display. Blood glucose level at the time of the incident was 200 mg/dl. Customer called back after getting a new battery cap which did not resolve the blank display. Inquired what led up to the complaint. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.